Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. Reportedly, the patient has been in the hospital for a few weeks treating for device and lead infection. Extraction is still unknown at this point. There were no additional adverse patient effects reported. All available information indicates that as of this time, the lv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).